Event description:
The st. Jude medical rep reported that during a follow-up, noise was observed on both stored and real-time electrograms. The noise would subside during charging and return when charging was completed. This behavior caused numerous aborted therapy episodes. The device will be explanted.